Event description:
Post procedure: cardiologist removed gloves and noted his left index finger had blood saturated to the bottom of his fingernail. Glove was inspected by cardiologist/staff. Pin-sized hole found in the left index finger portion of the glove.